Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Additional information: b5. Additional b5 description: it was subsequently reported that the patient was under anesthesia at the time of the event. An additional device was available to complete the procedure. The event did not result in surgical delay or patient complications. It was reported that the missing piece was found during mopping of the procedure room post procedure. The adson tissue forceps 4-3/4 1x2t del (130235) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. Lot number information has been provided, manufacturing records were reviewed and no abnormalities related to the reported issue were identified. A definitive root cause could not be determined. However, the issue of breaking may be the result of wear or rough handling/environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
The following was reported via MDR report# mw5169455: "a forcep broke during the middle of a case, the "tooth" of the instrument was unable to be found. Obtaining bilateral xrays of the knees to clear patient." There was no disclosure of patient injury, death or surgical delay.